Manufacturer narrative:
H.6. Investigation: during the documentary review, no records of quality events were found during the manufacture of the product, the batch was inspected and later released in accordance with the current work instruction. Photographs were received in which damaged syringes are observed due to the discontinuity of the transfer disc guide. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll 21ga 1-1/2in mx bun experienced device damage/deformation while still considered operable, and damaged/open unit packaging/sealing where the sterility was compromised. The following information was provided by the initial reporter: the primary packaging of the 3ml syringe is opened, it is observed that the device does not meet the conditions. The syringes have deformed barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 3ml ll 21ga 1-1/2in mx bun experienced device damage/deformation while still considered operable, and damaged/open unit packaging/sealing where the sterility was compromised. The following information was provided by the initial reporter: the primary packaging of the 3ml syringe is opened, it is observed that the device does not meet the conditions. The syringes have deformed barrel.